Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets leaking at site events on (B)(6) 2024. The infusion sets were in use for 1 to 2 days. The blood glucose level at the time of event was 170 mg/dl and patient resolved all the events by replacing infusion set and resumed insulin successfully. No further information available.